Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The physician relocated the ipg and added two lead extensions. The patient was reportedly doing well following the revision.